Event description:
In 2007, the sales representative reported that the surgeon was doing a thoracolumbar procedure and when the surgeon was inserting the screw and was on his last few turns the head of the driver broke. Based on an x-ray taken, it was noted that the lower ring of the driver had broken off. The surgeon removed the pieces of the driver as confirmed via x-ray. On the following day, the sales representative reported via telephone that the surgeon was performing a minimal invasive surgery (mis) and was instrumenting levels l5-s1. When inserting the first screw the tip of the driver broke. The pieces were removed from the surgical site. The surgeon used another driver within the kit to complete the case. There was no reported injury to the patient. There was a 15 minute delay.

Manufacturer narrative:
Device manufacture date is unk. Evaluation is pending.